Event description:
It was reported that during posterior inferior cerebellar artery procedure, when delivering the subject coil in the microcatheter, the resistance was encountered, and the subject coil was broken. Part of the strand of the subject coil was left inside the patient and required endovascular coiling intervention and caused 35 minutes surgical delay. Post procedure, the patient is moderately active.

Manufacturer narrative:
The subject device was returned as the coil delivery wire was found to be kinked/bent. The main coil was found to be prematurely detached/separate from the coil delivery wire. The main coil was not returned. Functional test was not performed as the main coil was not returned. The reported complaint was confirmed based on device analysis. The subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the doctor experienced resistance, and the main coil broke inside the patient and part of the coil remained inside the patient. No anomalies were noted to the subject device packaging and there is no indication of a use error. The anatomy was described as moderate, noticeably bending. Only the subject delivery wire was returned for analysis, and it was determined that the main coil was prematurely detached/separated. As the main coil was not returned it could not be confirmed if the coil had fractured. Therefore, an assignable cause of undeterminable will be assigned to the reported ¿main coil broken/fractured during use¿, ¿un-retrieved device fragments¿. An assignable cause of procedural factors will be assigned to the reported ¿coil in catheter friction¿ and the analyzed ¿main coil prematurely detached/separated during use¿. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the analyzed ¿coil delivery wire kinked/bent¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the doctor experienced resistance and the coil broke inside the patient and part of the coil remained inside the patient. No anomalies were noted to the device packaging and there is no indication of a use error. The anatomy was described as moderate, noticeably bending. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during posterior inferior cerebellar artery procedure, when delivering the subject coil in the microcatheter, the resistance was encountered, and the subject coil was broken. Part of the strand of the subject coil was left inside the patient and required endovascular coiling intervention and caused 35 minutes surgical delay. Post procedure, the patient is moderately active.

Event description:
It was reported that during posterior inferior cerebellar artery procedure, when delivering the subject coil in the microcatheter, the resistance was encountered, and the subject coil was broken. Part of the strand of the subject coil was left inside the patient and required endovascular coiling intervention and caused 35 minutes surgical delay. Post procedure, the patient is moderately active.